Event description:
Customer reported that he has been experiencing high blood glucose from 300 to 500 mg/dl. Customer stated he treated with the insulin pump and level started to drop but then got back up. Customer removed the infusion set the night prior to the call and did not find any issues. Customer stated that the insulin pump has been working fine but lately the buttons have been sticking and not responding. Current blood glucose value was 297 mg/dl. He has a back up plan but has only been treating with the insulin pump. Inaccurate bolus history verified. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.